Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was unknown. The customer reported that he was kicked out from auto mode and it says active insulin updating. The customer stated that the insulin pump alarm had setting cleared and had been suspended for more than 4 hours. The customer advised to monitor pump as it may take up to 5 hours for this process to complete. The customer advised to monitor pump and call back as needed. The device will not be return for analysis.